Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, causing bruising. Reportedly, customer miscalculated the amount of carbohydrates consumed and delivered too large of a bolus. Bg was addressed via consumption of carbohydrates. No additional information was provided.